Event description:
Website request (3/17/2001) from dr. Stating, "I have heard a rumor that there was a contamination problem with a batch(s) of adcon-l. However, I have not received any official notification along these lines. I had a pt with a large recurrent disc herniation who developed discitis after adcon-l was placed. Please contact me regarding the contamination issue." A "dear physician" letter was faxed to dr. No additional info has been obtained concerning this pt's adverse event.